Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported compared to a blood glucose test on a healthcare professional (hcp) meter. The customer reported an initial unspecified low glucose reading on the adc device; however, it is unknown whether the customer noted a trend arrow on the device. The customer stated that they experience symptoms of ¿feeling dizzy¿; was presented to the hospital where hcp contact was made. Upon arrival, the hcp obtained a blood glucose test of 182mg/dl compared to the adc device glucose reading of 112mg/dl. Again, it is unknown whether the customer noted a trend arrow on the device. The customer reported that they required hospitalization were received unknown medical treatment by the hcp for the device issue. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer is unwilling and declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.